Event description:
It was reported that pump displayed malfunction code 21 that could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place malfunctioning pump in storage mode, and was advised to return pump to tandem within 10 days using provided shipping materials; technical support confirmed warranty coverage, arranged shipment of replacement pump with updated software, and instructed customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.